Event description:
A patient stated that he found fluid leaking, coming from inside the cassette door during phase 1. He found fluid leaking on the floor. There is no sample. There is no report of patient ill effect.